Manufacturer narrative:
Date of post-operative event is unknown. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: a total of five devices were returned broken. The plate is broken through one of the middle holes (both pieces were returned). There are numerous scratches and marks consistent with being implants and then removed. Four screw pieces were received. Two head portions and two tip portions. Due to the nature of the broken locations, we are unable to determine if either head and tip portion are from the same screw. The broken locations on all six pieces are homogenous, which indicates a material homogeneity for the devices. It is unknown what caused the implants to fail, but it is likely that the bone did not heal correctly and the plate and screws were subjected to excessive cyclic loading before failing. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown plate/unknown lot number actual explant date was sometime in (B)(6) 2015, actual date reported to FDA was sometime in (B)(6) 2015. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from (B)(6) medical center. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached medwatch 3500a form ((B)(4)) was received indicating that a patient underwent an open reduction internal fixation (orif) to the right tibiotalar joint. Device failed (cause unknown). Since the surgery, the patient developed osteomyelitis and severe destructive arthritis. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Implant date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.